Manufacturer narrative:
H.6. Investigation summary: one video and one 3ml syringe with safetyglide needle attached in an opened blister pack from batch 9206170 (p/n 305905) were received and evaluated. It was observed when extending the plunger rod, that it would retract to the starting position and no light was able to pass through the cannula. The clogged needle was rejectable per product specification. Potential root cause for the clogged needle defect is associated with the needle manufacturing process. The samples were forwarded to the needle manufacturing site for evaluation and potential root cause determination. One (1) sample and one (1) video were provided for investigation. The returned sample was visually examined for clogs. It was observed that the returned sample was clogged as light was not able to pass through the sample. One (1) video was also provided for investigation however, it was not able to be viewed as it could not be played on the computer. Foreign material (fm) can be introduced to the fluid path during the manufacturing process or during use which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Bd acknowledges that the returned sample was found to be clogged as light was not able to pass through the sample. This is the first (1st) reported complaint for clogged needles for this batch with one (1) reported occurrence out of a batch size of two hundred sixteen thousand (216,000) which equals an occurrence rate of 0.00046%. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use, and normal saline could not be drawn through it. The following information was provided by the initial reporter: "needle block when the nursing staff opened the package and took the needle and installed the needle on the syringe, the needle was blocked. 31 ward care chief reflected that it was confirmed that normal saline could not be taken, suspected needle obstruction"

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: piston syringe. Medical device type: fmf. There were multiple PMA/510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). K980987 PMA / 510(k)#: k951254 (needle). K951254 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use, and normal saline could not be drawn through it. The following information was provided by the initial reporter: "needle block when the nursing staff opened the package and took the needle and installed the needle on the syringe, the needle was blocked. 31 ward care chief reflected that it was confirmed that normal saline could not be taken, suspected needle obstruction"